Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a mid lcx lesion exhibiting 90% stenosis and moderate tortuosity. The procedure was prompted by coronary heart disease. The device was inspected with no issues noted prior to use. Pre-dilation was performed, 70% stenosis left after pre-dilation. When delivering the stent to the proximal of lcx, the stent dislodged. The physician implanted another endeavor resolute 2.75*30 stent to fix the dislodged stent to vascular wall and completed the operation successfully. Patient status is well. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.